Event description:
The technologist pulled a neuron delivery catheter 070 out of the package and the metal rod used to keep the tip from crushing was stuck. The catheter was put to the side and never used on the patient.

Manufacturer narrative:
The catheter shows a break 8.0 cm from the distal tip with 1.5 cm of the support coil unwound. The unwinding appears to have happened equally on the proximal and distal sides of the break. The catheter is non-functional. A 0.070" mandrel was introduced into the distal tip of the catheter and advanced toward the break point. Friction was encountered almost immediately. After advancing 6 cm into the broken end, progress stopped due to friction. This appears to be the point where the lumen narrowed during the break. The complaint describes difficulty removing the shipping mandrel from the tip of the catheter. No mandrel was returned with the catheter. The observed narrowed lumen is evidence of stretching followed by material tensile failure. Based on the complaint description and the observations made during the device investigation, the mandrel was likely stuck in the tip as described in the complaint and the hospital continued to remove the mandrel against resistance, breaking the catheter. It is not possible to determine why the mandrel could not easily be removed from the catheter in the returned condition of the device and without the mandrel. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.